Manufacturer narrative:
The product has not been returned to calibra. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The patch user guide instructs the user ¿always use the new sterile fill syringe and needle provided with each patch.¿ no conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter responded to an anonymous survey indicating that one of the device packages was missing the fill syringe. The reporter indicated using a syringe from another device to fill the patch. This complaint is being reported because the reported issue was not resolved with at the time of contact. There was no indication that the product caused or contributed to an adverse event.